Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral, and the clip was deployed. However, the mean pressure gradient increased to 6.6mmhg. The procedure was completed at this time. The mitral stenosis was not treated. Two clips were implanted, reducing mr to <1.there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported mitral stenosis is the result of procedural conditions. The patient effect of mitral stenosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.